Manufacturer narrative:
Device manufacture date: electrode belt sn (B)(4). Battery pack sn (B)(4), 01/2009; battery pack sn (B)(4), 01/2009. Device evaluation summary: device evaluation of battery packs sn (B)(4) and sn (B)(4) have been completed. The reported problem (battery will not fully charge) was confirmed. The cause of battery sn (B)(4) not fully charging was a broken white wire on the battery pca board where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. The cause of discharged battery pack sn (B)(4) was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode pads and arrhythmia alarms) has been confirmed. The cause of the check therapy electrode pad/arrhythmia alarms was caused by shorted ECG signal wires to the shielding in the trunk cable. The root cause of the shorted wires cannot be positively identified, but was likely caused by excessive force. No adverse event resulted from the defective battery packs of electrode belt. The patient received two replacement battery packs and a replacement electrode belt.

Event description:
During a review of a (B)(6) male patient's download zoll lifecor customer support identified several fault flags regarding the patient's electrode belt and two battery packs. The patient was provided with two replacement battery packs and a replacement electrode belt.